Event description:
It was reported that the remb sag saw heated up during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon product eval by the service tech, it was observed that the ball bearing was worn, that there was a build-up of corrosion in the sag head. The presence of corrosion in the sag head and the presence of a worn bearing could cause or contribute to the handpiece overheating.